Event description:
Customer reported questioning one result from a sars-cov-2 tma run, wl 002797-20210507-81, using assay lot 287425 on panther fusion instrument sn (B)(4). A fully vaccinated, asymptomatic patient was positive when tested using the sars-cov-2 tma assay (rlu value of 739). The result was questioned, so new aliquots of the specimen were retested using the sars-cov-2 pcr assay, and all replicates were negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and noted the first sample had a clear positive curve, and the second sample had clear negative curves. Ts noted the samples were different aliquots and therefore could not be compared. It was possible the sample was low target or mishandled. Ts relayed this information to customer who had no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4) , and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.